Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion set leaked insulin near the cannula housing. The customer's blood glucose elevated to 600 mg/dl as a result, and he delivered insulin via the infusion device as treatment. No adverse event was reported. The alleged product was requested for evaluation.